Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm512.1, -4.0/0.5/155 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) in (B)(6) 2023. The lens was replaced with a longer length lens due to low vault on (B)(6) 2024. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm512.1, -4.0/0.5/155 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) in (B)(6) 2023. Low vault was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.